Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Event description:
It was reported that during deployment of the anchor, the tip had split and pushed out both implants. Implant failed to deploy properly, so both anchors needed to be pulled out of the patient's knee. No patient injury or complications were reported.